Manufacturer narrative:
Initial MDR - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15 jan 2024, it was reported that five infusion sets fell off during use between the period of 15th jan to 30th apr 2024. The set was in use for 12 hours or less. No further information available.